Event description:
It was reported by the field service center that the alarm sounded low at 85 db. It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na.